Event description:
An (B)(6) male pt contacted zoll customer support to report that his battery would not power on his monitor. The pt was issued replacement battery.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery does not power on monitor) has been confirmed. As received, the battery would not charge on the charger and did not power up a monitor. Upon eval, the battery cells had a low output voltage. The cause of the non-functional battery is defective cells with a low output voltage. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.